Manufacturer narrative:
Concomitant medical products: product ID: 978a128; lot#: va2d3eq; product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's implant as implanted on (B)(6) 2021, hadn't worked right, right "off the bat." The patient reported that with their previous implant, they hadn't had any issue, but for the rechargeable implant, the surgery "was a cluster," and that afterwards the patient hadn't been able to sit, lay, "it was a mess." The patient reported that within two weeks, they could tell it hadn't been working and their health care provider (hcp) at the time had told the patient that they hadn't been giving it enough time. The patient reported with this implant they couldn't get it charged completely and that they finally convinced their hcp it hadn't been working so they did an x-ray and saw that the lead had migrated. The patient stated they were "pretty ticked off" and switched hcps (to their current managing hcp) and that hcp replaced that system with their current system. The patient stated since their replacement with the new system they haven't had a problem. Documented the reported event. No further action was taken by patient services.